Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture while the right ventricular (rv) lead exhibited unstable and increasing thresholds. Both leads experienced high impedance and a fracture. The physician suspects clavicular crush based on x-ray results. The leads were explanted an replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.